Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -3.50/+6.0/172 (sphere/cylinder/axis) in the patient's right eye (od) on (B)(6) 2018. The reporter indicated there was a refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -3.50/+6.0/172 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to a refractive surprise. The lens was not exchanged for another lens. (B)(4). Age is (B)(6) years, not (B)(6) years as previously reported. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspections found the lens to be in specification. Conclusion: - this lens model is contraindicated in the presence of keratoconus and previous corneal surgery. (B)(4).